Manufacturer narrative:
According to the customer, the side rail on the bed collapsed in the middle and the black spacers in the middle came off. It was also reported that the head rest does not go down and there are cables sticking out. On (B)(6), the end user fell due to issues with the bed rails. She went to the hospital both times and was admitted for observation. No reports of injury. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the side rail on the bed collapsed in the middle and the black spacers in the middle came off. It was also reported that the head rest does not go down and there are cables sticking out.